Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 15, 2007, the lay patient contacted lifescan (lfs) alleging that the display of his one touch ultra 2 meter was cracked. The patient said, his nephew dropped the reported meter while playing with it in the am of 2007 and the meter display broke. The patient took his usual diabetes medication, 25 units lantus insulin and regular insulin (sliding scale dose unknown). The patient did not have a backup meter to test his blood glucose. At 1:30 am, two days later, the patient claimed he had a low blood sugar episode and was sweating. He went to the ER, was treated with an IV, and was released the same day. Results obtained in the ER were not provided. The customer care advocate (cca) noted that the lfs product received trauma and the display was damaged. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges, he was unable to obtain a reading on the lfs product. He claims he took his usual insulin doses and later developed symptoms of hypoglycemia (sweating). He claims he was treated with IV fluids in the ER.